Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. Initial and final MDR (B)(4) - device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the netherlands. It was reported that patient experienced six infusions set leakage at site on (B)(6) 2024. Infusion set has been used for 3 days. No further information available.